Manufacturer narrative:
Concomitant medical products: product ID: 8637-20 neuro pump, implanted: (B)(6) 2020 <(>&<)> product ID: 8780 catheter, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient (currently in the hospital due to back surgery) that they experiencing low blood pressure, syncope and requires fluids. The patient also stated that the implantable pulse generator (ipg) "is supposed to not let my heart rate go under 60 beats per minute" and "not doing its job". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.